Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2022. H6: investigation summary two used samples and several unused products of the same lot were provided to our quality team for investigation. Upon receipt, the used product was indicated to be contaminated with radioactive medications and unfortunately, could not be evaluated. All unused samples were visually inspected, no damage or molding defects were observed and the tips were properly molded. A device history review was performed for reported lot 2110012, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. The unused samples underwent the same evaluation and were verified to meet required specifications. Based on the sample evaluation andquality team's investigation, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 3 plastipak¿ sterile luer slip 1ml syringes without needle leaked. The following information was provided by the initial reporter, translated from swedish to english: the syringe leaked at the junction of the cannula and the tip of the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 plastipak¿ sterile luer slip 1ml syringes without needle leaked. The following information was provided by the initial reporter, translated from swedish to english: the syringe leaked at the junction of the cannula and the tip of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: h6: imdrf annex b: b01 test of actual/suspected device. H6: investigation summary two used samples and several unused products of the same lot were provided to our quality team for investigation. All samples were visually inspected, no damage or molding defects were observed and the tips were properly molded. A device history review was performed for reported lot 2110012, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. The samples underwent the same evaluation and were verified to meet required specifications. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 3 plastipak¿ sterile luer slip 1ml syringes without needle leaked. The following information was provided by the initial reporter, translated from swedish to english: the syringe leaked at the junction of the cannula and the tip of the syringe.